Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt had been experiencing right quadrant abdominal pain since implant. The pt reported the symptoms have been resolving and the pain has progressively decreased. The pt also reported receiving full paresthesia coverage of painful areas and satisfactory stimulation. No further intervention is planned at this time.